Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use, under warnings: ¿do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, both t1 and t2 anchors from the fast-fix 360 curved needle delivery system deployed together through the meniscus. Both anchors were removed from the joint. A back-up device was available to complete the procedure. The surgery was not significantly delayed. The patient was not stated to be injured.